Event description:
Additional information was received. It was reported the circumstances that led to the battery not lasting were not known. The device was placed in the right place but the patient did not know the cause of the stimulation in the wrong place and painful. The patient contacted their manufacturer representative and both issues were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she will charge implantable neurostimulator (ins) to 100%, but then a half hour later her ins was empty again. She noticed ins battery not lasting as long in january (2020), and mentioned battery used to last a month,but keeps decreasing to now it only lasts half an hour. Pt said the green light is blinking on controller when she charges, and that she has "tried everything". Pt met with rep at hcp office last week, but she did not bring her equipment with her. She said the rep said the "charge is good" when she met with him. Pt also did not know if rep changed any programming when she met with him. During the call, pt said the stimulation was not working in the right place. She feels stim between her lungs and ribs area on the left hand side, and it is "very painful" because it is in between lung and kidney and going into her lower ribs. When asked event date, pt initially said a "long time ago", but later said january.